Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with an incident and the current blood glucose value was 350 mg/dl. The customer was treated with the insulin pump and manual injection/insulin pen. Troubleshooting was performed and the event was resolved by changing the complete set i.e., infusion set and reservoir. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was active at the time of the event. The customer confirmed bleeding upon removal and doesn't administer medications that cause bleeding. The customer reported insulin flow was blocked on the second day of insertion in the buttocks led up to the complaint. The customer stated a past event and alarm did not occur during fill tubing. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.